Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of exposed metal supports as the tissue bag was not attached to the supports. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the exact cause of the reported event based on the evaluation of the returned unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Type of procedure: unknown. Hospital: [name]. This is a complaint from the market. Administrative no.(B)(6). Please refer to the complaint sheet for investigation. Bag would not open. Report from the sales rep. When tried to use during the procedure, the bag didn't open. The case was completed with the new one. The additional information is as follows; the bag did not unroll fully. The metal supports were fully exposed upon deployment. Yes, the device jammed during deployment of the actuator/plunger. Yes, there was an attempt to unroll the bag. Rotation only, no equipment used. The plunger/actuator was re-advanced. The device has been safely removed and recovered. The way to remove was unknown. It was confirmed that there was enough room in the body cavity for the bag to open. Use frequency is unknown. Initial investigation report: the event unit was returned to us and visually inspected. The bag was found to be detached from the device. The unit will be returned to amr for further evaluation. Admin# (B)(6). The component list was provided and the package, bag and introducer are available for return. Type of intervention: the case was completed with a new one patient status: no patient injury.

Manufacturer narrative:
The event unit has returned for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Hospital: [name]. This is a complaint from the market. Administrative no. (B)(4). Please refer to the complaint sheet for investigation. Bag would not open. Report from the sales rep: when tried to use during the procedure, the bag didn't open. The case was completed with the new one. The additional information is as follows; the bag did not unroll fully. The metal supports were fully exposed upon deployment. Yes, the device jammed during deployment of the actuator/plunger. Yes, there was an attempt to unroll the bag. Rotation only, no equipment used. The plunger/actuator was re-advanced. The device has been safely removed and recovered. The way to remove was unknown. It was confirmed that there was enough room in the body cavity for the bag to open. Use frequency is unknown. Initial investigation report the event unit was returned to us and visually inspected. The bag was found to be detached from the device. The unit will be returned to amr for further evaluation. Admin# (B)(4). The component list was provided and the package, bag and introducer are available for return. Type of intervention: the case was completed with a new one. Patient status: no patient injury.